Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in for a tibial revision with the original attune fixed bearing tibial tray. When they went in, both the femur and tibial tray were well fixed. They removed both implants in spite of the difficulty removing them and replaced with a sigma tc3. When the tibia was removed, there was little cement on it. Surgeon spent 15 minutes using osteotomes and saws to separate the tray from the knee. No way it was loose. At the end of the case, the surgeon indicated that the reason for revision turned out to be for a stiff and painful knee. There was nothing wrong with the implants. Doi: unknown, dor: (B)(6) 2019, left knee.